Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen will not calibrate. The device was returned to the biomedical department from the central sterilization department with an unsigned note that stated, "will not shut down." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen will not calibrate. Though requested, no additional information was provided.